Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardiac monitor was undersensing. No intervention was performed. The physician believed it was likely due to pocket settling. The patient was asymptomatic.